Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the hospital after receiving inappropriate therapy due to oversensing. Upon interrogation at a later date, the device was found to be in back up vvi mode. The device was successfully restored and reprogrammed. The device remains implanted.